Event description:
It was reported that a physician attempted arteriotomy closure during a preclose closure using a perclose proglide device in the right common femoral artery after an abdominal aortic aneurysm procedure. Reportedly, an anterior cuff miss occurred. A second proglide device was used with the same results. Two other proglide devices were successfully used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reportedly not trained in the use of the perclose proglide device. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device was found that the whole monofilament was returned loose. The posterior cuff and needle tip were still attached to the rail end. Based on the investigation findings, the link was broken at the posterior cuff. The link connects the anterior needle to the suture; if the link breaks from the cuff, the suture will not be present during plunger withdrawal and can appear very similar to a cuff miss. During plunger deployment (step #3) the suture is harvested and pulled through the suture bearing and anterior needle guide; resistance at this point of deployment can cause the link to detach or break. A link break can be influenced by many factors, including, but not limited to manufacturing, excessive tension during plunger retraction by aggressively removing the plunger and excessive force can be caused by high friction against the suture due to challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.). It was reported that the operator was not trained. Per the instructions for use, under caution which states: this device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. Prior to use, the operator must review the instructions for use and be familiar with the deployment techniques associated with the use of this device. Therefore, the cause of the reported event is due to operational error. A review of the finished device lot history records did not reveal any relevant nonconforming material records for this lot that could have contributed to this event. Thee was no manufacturing or quality deficiency detected that could have contributed to reported event.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) operator not trained. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. The other proglide device is being reported under separate medwatch report number.